Event description:
It was reported that the surgeon did a revision hip surgery on the pt's right hip and removed a stryker rejuvenate hip stem and neck due to a pseudo tumor and pain. Upon opening of pseudo tumor capsule, 40 cc's of brown fluid came out of the cell.

Manufacturer narrative:
Additional info (including x-rays and medical records) was requested. When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR# 2249697-2012-01506.